Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to (B)(6) 2016, therefore no UDI. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction that produced no sound. The device was not in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer who confirmed the speaker malfunction and no sound present. The customer was provided the information to return the device to bench repair, however, as of 04/03/2025, there is no evidence that the device has been returned. There is no additional information available as the device has not been received for evaluation, the cause of the reported allegation is undetermined. If additional information is later obtained, the complaint will be reassessed and updated accordingly.